Event description:
Complainant alleged that during transport of the patient, the autopulse resuscitation system performed several compressions and then stopped working. Medic reverted back to manual CPR. Duration and rate of compressions regarding manual CPR are unknown. It is unknown if rosc was achieved or if any additional medications were administered. Complainant indicated that information regarding outcome of the patient could not be provided. However, no adverse patient sequelae was reported. No error messages were reported, however it was observed that something was loose inside the platform. Nimh batteries were utilized with the autopulse device during this incident. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported complaint of the platform performing several compressions and then stopping could not be confirmed. There were no indications of problems in the archive file. There were no abnormal session endings. The platform was run with a test battery and performed as intended.